Manufacturer narrative:
Lot number or product was not provided by the rptr therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries [injury], zinc toxicity [metal poisoning], hypocupremia [copper deficiency], tingling in hands, arms, legs, and feet [paraesthesia], pain in hands, arms, legs, and feet [pain in extremity], numbness in hands, arms, legs and feet [hypoaesthesia], weakness in hands, arms, legs, and feet [muscular weakness], extensive nerve damage [nerve injury], loss of balance [balance disorder], difficulty walking [gait disturbance]. Case description: an attorney reported that her (B)(6) female client used fixodent denture adhesive, version unk cream and super poligrip denture adhesive, both beginning in 1986 through (B)(6) 2010 and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity, hypocupremia, tingling in hands, arms, legs, and feet, pain in hands, arms, legs, and feet, numbness in hands, arms, legs, and feet, weakness in hands, arms, legs, and feet, extensive nerve damage, loss of balance, and difficulty walking. Health care professional was visited. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. She discontinued use of the product. No further info was provided.